Event description:
Pt had bilateral breast augmentation twenty years ago. Recent mammogram showed a rupture on the right side. 6-19-97 removal bilateral breast implant. Insertion saline filled breast implants.